Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: the system did not present any errors when initially powered on. There were no reports of instrument arcing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported issue was addressed with phone support. The site reported that they encountered error 48245 occurred. The user power cycled the system, but that did not fix the issue. Reseating the lamp module did not fix the issue either. The lamp module had been used for 200 hours. Due to the procedure being ongoing, it was not possible to perform more troubleshooting. The intuitive tech support engineer (tse) suggested using a third illuminator to continue the procedure. The caller advised that the light guide tip was a little burnt. The tse suggested to clean the light guide and call back if there were any additional abnormal issues. The field service engineer followed up with the customer and obtained the information that the system was working normally and error 48245 did not occur again. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 48245 occurred. The user power cycled the system, but that did not fix the issue. Reseating the lamp module did not fix the issue either. The lamp module had been used for 200 hours. Due to the procedure being ongoing, it was not possible to perform more troubleshooting. The intuitive tech support engineer (tse) suggested using a third illuminator to continue the procedure. The caller advised that the light guide tip was a little burnt. The tse suggested to clean the light guide and call back if there were any additional abnormal issues. There were no reports of patient injury.